Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his axium neurostimulator system. The patient reported he was no longer receiving effective therapy to his right and left hip. Increasing amplitude was able to provide effective stimulation to the left hip, but not the right. X-rays were taken and revealed the right side lead had migrated. Surgical intervention may take place at a later date.

Event description:
Additional information received indicated surgical intervention took place on (B)(6) 2016 and both leads were explanted and replaced with 4 leads.